Event description:
Caller reported an incident of hypoglycemia requiring hospitalization within 24 hours of having attempted, being unable to use the advantage system due the system not detecting dosing. Caller was not able to further elaborate. A request was made for the return of the system, and a replacement was sent.

Event description:
It was reported that during implant attempt, noise was seen through device pocket manipulation. The lead was repositioned several times and assumed it was a device issue. Used another device and similar problem occurred. The lead was changed and issue resolved, apparent conductor fracture and dislodgement were also reported. The lead and device were not used. There were no patient complications reported as a result of this event. Devices were not used.